Event description:
As reported: after two-thirds of the total length of the lvis had been deployed in the vessel, one attempt was made to resheath the stent into a headway17 microcatheter. The headway catheter was being used for the stent deployment to reposition a catheter for coil implantation. However, approximately 1mm of the distal flare of the stent was not resheathed into the microcatheter. The stent was attempted to be retracted with more force, but the resistance was too strong, and the attempt was given up. The stent was retracted into a guiding catheter together with the microcatheter and removed from the patient. Outside the body, when the stent was pulled back with considerable force, the stent could be fully resheathed. It is noted, there was a rough sensation during the initial insertion of the original lvis stent into the microcatheter. The physician decided not to use the stent and the microcatheter. A new lvis and a new headway17 were used to continue the procedure, and the procedure was successfully completed with no patient health damage.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged issue with re-sheathing the device and event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Items returned for investigation: stent, pusher, introducer, microcatheter items not returned for investigation: n/a. The stent was returned fully deployed. The microcatheter was returned intact at the distal end. The pusher was found to have a detached distal marker band and could not be used for stent loading during the investigation. The stent was loaded onto an in-house pusher with the returned introducer and advanced into the returned microcatheter for the investigation. The stent was able to advance and resheath without resistance during the investigation. Investigation conclusion the investigation of the returned stent system found the distal marker band detached from the distal end of the pusher, which may have prevented the stent from resheathing during the procedure if this damage was present at the time of the reported event. However, due to the detached marker band, the returned pusher could not be used to load the stent during the investigation testing to verify if the device would have experienced resheathing issues. The stent was able to advance through and resheath into the returned microcatheter when loaded onto an undamaged in-house pusher during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the detached marker band, but this condition is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
No additional information was received, please see h6 & h11.